Manufacturer narrative:
(Device codes): the problem code 1069 captures the reportable event of cutting wire broken. (Evaluation conclusion codes): conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the sphincter of oddi during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the device was activated, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second truetome jag 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the sphincter of oddi during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the device was activated, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. There were no reported patient complications as a result of this event.